Event description:
On 2026-jan-07 additional information was received from a manufacturer representative. They reported that the "device not working" comment was referring to the impedances. The cause of the impedances and the patient not feeling stimulation was unknown, but likely due to emi from the patient's MRI. The rep reiterated that the patient would undergo a replacement, but no date had been set yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 e1 (rep): additional information was received from a manufacturer representative. They reported that the situation was discussed during an appointment on (B)(6) 2025 and the patient will be schedule for a replacement. The surgery date was still pending and the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received from a healthcare professional (hcp). They reiterated that the patient had a MRI in september (with MRI mode activated) and since then, the ins hasn't been working and the patient hadn't been feeling tinging. The caller stated that the patient saw the hcp and they confirmed the device wasn't working. When the caller connected to the ins, they confirmed it wasn't in MRI mode but didn't notice if stim had been on or off prior to activating MRI mode for scan today. Technical services reviewed impedances do not affect MRI eligibility unless a lead came disconnected completely from ins or pulled out of the sacral nerve - which could be confirmed with imaging. Technical services redirected the patient back to their hcp to discuss the issue of the device "not working" further.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient (pt) had an MRI of abdomen/pelvis at the end of september, but then after the pt exited MRI mode and went to adjust therapy, they got error messages that said therapy had reached maximum levels and could not be adjusted. They confirmed seeing: the system is operating at maximum settings. Therapy cannot be increased. The pt spoke with their healthcare provider (hcp) who contacted the manufacturing representative (rep) about a week ago. The rep. Met with the pt today and confirmed high impedances, over 4 ,000, on each of the 4 contacts. Pt could not increase therapy settings even though pt was only at 0.7 ma. Pt claimed they had not had surgeries, falls/trauma, or any other procedure beyond MRI.